Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. One possible batch number is reported as follows: (B)(4).

Event description:
It was reported that a patient underwent an unknown labor and delivery surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke inside of the patient. It is unknown if the needle piece was retrieved. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a repeat low-transverse caesarean section and suture was used. While suturing and imbricating the second layer of the uterus, the needle broke. X-ray was performed and the needle was located in the anterior portion of the uterus on the superior aspect of the uterine incision. The uterus was reopened and a portion of the myometrium in which needle was embedded was removed. Conclusion: representative samples were returned for visual evaluation. Samples were visually and functionally evaluated and samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.